Manufacturer narrative:
The device was received by the MFR and an investigation is anticipated. A f/u report will be submitted if the investigation results require.

Event description:
It was reported that the device was returned to the MFR. Upon receipt of the device, it was discovered that it was leaking oil. This did not occur during a procedure so there was no pt involvement. There was no allegations of adverse consequences associated with this event.